Event description:
It was reported that the power module produced a red battery alarm that was thought to be due to no connection to the wall outlet. The device had not been serviced for 3 years and would be sent in for maintenance and battery replacement.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm occurring on the power module was confirmed. Upon arrival at the european distribution center (edc), the returned power module¿s (serial number (B)(6)) backup battery was observed to have been expired since (B)(6) 2022 per its labeling. The power module and its backup battery were functionally tested at the edc and at the product performance engineering (ppe) department, and backup battery fault alarms (red battery + yellow wrench indicators) were reproduced on the returned unit and on a known working test unit while the backup battery was in use. The backup battery was replaced with a new component at the edc, resolving the alarm. Then, the serviced and repaired power module was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was determined to have been the use of an expired backup battery, as using an expired backup battery would cause the reported alarms to occur. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on (B)(6) 2013. The heartmate power module instructions for use (IFU) (rev. C) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle red battery + yellow wrench alarms that occur on the power module. A red battery + yellow wrench alarm indicates that the backup battery is not functioning as expected. Users are instructed to switch to another power source immediately, as the pump will stop without power. The heartmate 3 patient handbook (rev. G, section 6 ¿equipment maintenance¿) instructs users to appropriately dispose of all expired equipment according to applicable local, state, and federal regulations. If you are unsure how to dispose of something, call your hospital contact. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of the red battery alarm was an empty battery.